Event description:
It was reported that the patient experienced redness and swelling at the device pocket due to infection. The patient's pacemaker had eroded through the skin and vegetation was noted on an unspecified right ventricular (rv) lead. The patient's active system - the pacemaker and the active rv lead were explanted and replaced. Meanwhile the right atrial (ra) lead and the previously capped rv lead were also explanted. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.